Event description:
It was reported that on (B)(6) 2013 the left ventricular lead exhibited low impedance via a merlin.net transmission. The patient was brought into clinic for further testing and out of range impedance was observed. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.